Event description:
Information received by medtronic indicated that the customer faced an event of hypoglycemia and the display on the insulin pump was blank and the battery compartment of the pump was cracked. The customer treated the condition with food. No further patient complications were reported. Troubleshooting was declined by the customer and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.